Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 970 mg/dl. The customer was treated with 40 units. Customer declined the troubleshooting for high blood glucose and requested just to replace the pump. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that the act button is not working during the set change. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with intermittent esc and act buttons due to flattened dome switches. The pump was received with all operating currents within specification and passed the functional testing. The pump was received with a cracked case at the reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.